Event description:
It was reported, the patient does not have coverage in the established pain pattern. Reportedly, the physician plans a lead trial. Note: the patient has two leads implanted with he same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.